Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2013 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Model number / catalog number: sc-8120-70, serial number: (B)(4), batch / lot number: 164282a, model / catalog description: artisan surgical lead 70 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the stimulator was no longer working. The patient underwent an explant procedure. No further information could be obtained.